Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric procedure, could not assemble device. During the open stomach surgery, found the anvil and device were difficult to be assembled for use. Another device was used to complete the surgery. There were no adverse consequences to the patient.